Manufacturer narrative:
It was reported that the tibial tray was originally placed with a small medial overhang. A revision surgery is planned to exchange and re-position the tibial tray. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the tibial tray was originally placed with a small medial overhang. A revision surgery is planned to exchange and re-position the tibial tray.